Event description:
Philips received a complaint by the customer on the v60 indicating that the unit starts up on it's own after being powered off. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that they had a unit that would power on by itself. The rse advised the customer to replace the user interface (ui) printed circuit board assembly (pcba). The rse provided the customer with the parts ID for the ui pcba. The investigation is ongoing.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on (B)(6) 2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.